Event description:
A failure code 535. Customer reported there were no patient injuries associated with this report and there have been no incidents reports filed since the last baxter service event. Customer stated incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information.